Manufacturer narrative:
Preliminary investigation performed by r&d knee manager based on the picture received from the field of the explanted item: picture of the explanted component shows the absence of any residual cement on the distal surface on the tray in contact with the bone. It is something usual to be seen on explanted components, even where mobilisation/loosening is not the cause of the event. The event was most likely due to the cementation process, which outcomes can be affected by several parameters not implant related. Clinical evaluation performed by medical affairs director on 17 november 2017: partial knee revision surgery (tibial baseplate and insert) occurred 2 years and 10 months after primary cemented total knee arthroplasty. Images provided show radiolucent lines between the tibial component and the cement mantle. The picture of the explanted baseplate shows absence of cement adhesion on the surface. Several variables can influence the cementation process such as temperature (of the implants and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (eg temporary temperature increase), and other possibilities not related to the implant. Batch review performed on 27 november 2017: lot 152348: (B)(4) items manufactured and released on 12 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the lot .

Event description:
The patient came in complaining of instability. The surgeon determined that the tibia was loose. The cement did not adhere to the implant. The surgeon revised the tibia and insert.